Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump. Pre-soaking was performed, and the detergent used was intercept plus. The device passed the leak test. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed. The automated endoscope reprocessor (aer) used was medivators with intercept plus detergent and rapicide a and b disinfectant. The device was dried by wiping with a clean towel/paper and stored in a drying cabinet. Olympus is the maintenance company. Cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for 3 colony forming units (cfus) of micrococcus species on (B)(6) 2023. The device was retested on (B)(6) 2023. The second test result was positive for 7 cfus of pseudomonas aeruginosa. The device was tested again on (B)(6) 2023. The third test result was positive for >1000 cfus of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected fields: b3 (inadvertently missed). This report is being supplemented to provide additional information based the results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 30, 2023. Sampling from: all channels and distal end. Colony forming unit (cfu): 0 cfu. Bacterial identification: no detection. The returned device was evaluated and the following defects were noted during the evaluation: the ceiling plate was deformed, the grip was scratched, the switch box was scratched, the air/water/suction cylinder had no color, the plug unit was scratched, water tightness was lost due to a pinhole in the channel tube, the up/down knob did not meet specifications due to wear of the angle wire, the scope cover was burned, the light guide lens was cracked, and the connecting tube was scratched. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.